Event description:
Information was received from a patient regarding an implantable device. The reason for call was caller stated that for the past 3-4 days their controller doesn't seem to charge their implant. Caller stated that they every night they recharge their implant to full and turn their stimulation off when they go to bed but as soon as they get up in the morning the implant battery is already down to 0%. Caller added that when they connect the recharger to the controller, the controller will show the implant is at 90% but when they look at the implant again, it's down to 70% or 30%. Caller stated they have tried resetting the controller battery a couple times but that doesn't resolve the issue. Caller noted they normally they get 8 hours of charge out of the implant during the day. Caller mentioned they had some injections done about 6 months ago so they haven't had to have their stimulation set anything high, so they don't know if the stimulation is still on when they go to bed despite them turning it off. Agent had caller unlock the controller. Caller saw no device found. Caller connected the recharger and initiated a recharging session. Caller confirmed the controller was at 100% and the implant was almost empty but was recharging. Caller tried to turn the stimulation on but saw "battery empty." Agent reviewed with caller that the stimulation will not turn on until the implant has more charge. Agent reviewed the equipment was working as intended and if the concern is related to the implant battery depletion rate then the best next steps would be to meet with a mdt rep to interrogate the implant. Caller then stated they called mdt rep earlier today and was told the issue was due to the controller being old and it needed to be replaced. Agent reviewed that the equipment would have no impact on the implant battery depletion. Patient insisted on a controller replacement. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Agent redirected caller to their healthcare provider to further address the issue if the replacement controller does not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.